Manufacturer narrative:
Argus case (B)(4).

Event description:
I accidentally put my hand in my mouth and still had some of the product on my hand [accidental device ingestion]. I accidentally put my hand in my mouth and still had some of the product on my hand before I rinsed it and now my tongue is burning/burned spot on the side of my tongue [burning tongue]. I was breaking a tablet in half [unapproved splitting of product]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On(B)(6) 2021, the patient started polident 3 minute. On (B)(6) 2021, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant), burning tongue and unapproved splitting of product. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion, burning tongue and unapproved splitting of product were unknown. It was unknown if the reporter considered the accidental device ingestion and burning tongue to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative (phone)on (B)(6) 2021. Consumer reported that "3 minute I was breaking a tablet in half and I accidentally put my hand in my mouth and still had some of the product on my hand before I rinsed it and now my tongue is burning. I have rinsed it and rinsed it and it even have an burned spot on the side of my tongue. I have even brushed my teeth and it hasn't helped at all. Im not trying to shoot the messenger here but I'm gonna stop you right here if you don't have any information on how to help me I'm going to go and seek a dr right now. Bye this is insane". Follow up received on 10-aug-2021. No new information received .